Event description:
It was reported that the autopulse resuscitation system displayed a user advisory ua45 (not at ¿home¿ position after power-on/restart) which was able to be cleared. Nonetheless shaft rotation was difficult as shaft was stiff. No adverse patient sequelae was reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.